Manufacturer narrative:
The subject device was returned to olympus medical systems corp for eval. The eval confirmed that the probe broke down at 17mm from the distal end. There was a scratch at the broken point. The irregularities noted. As the result of eval, we have concluded that the probe tip presumably was scratched because the physician activated ultrasound output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred. The physician withdrew the subject device and activated, the probe broke down due to ultrasonic vibration. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the eval, this report appears to be related to user handling.

Event description:
The subject device did not activate ultrasonic output after two hours. When the subject device was withdrawn from the pt body and activated, the probe tip broke off. There was no pt harm reported.